Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: upon device return and inspection, it was observed that the distal tip of the catheter spline had detached from the tip of the spline cage; however, the proximal portion of the catheter spline remain adhered to the catheter. Microscopic analysis showed a clear separation of the distal tip of the catheter spline from the spline cage and torn material visible at the detachment site. A guidewire was successfully inserted through the catheter during functional testing, and deployment was tested multiple times with the catheter deploying to both the basket and flower configurations successfully. However, due to the partially detached spline, the catheter did not function as intended despite the absence of resistance felt during catheter deployment. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave confirmed that the event of spline damage is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically and supporting evidence that came to this conclusion. Boston scientifics investigation determined the one of catheter splines partially detached from the tip of the spline cage; however, the specific cause of the partial spline detachment was unable to be identified.

Event description:
It was reported that during a pulmonary vein isolation pulsed field ablation procedure, a farawave 2.0 nav 31mm catheter experienced spline inversion issues leading to spline damage. The catheter was retracted into the sheath and rotated without resolution. Next, it was removed from the patient and manually corrected, but when it was reinserted into the patient's left atrium, the inversion issue persisted. Additionally, it was reported that the guidewire lumen was bent. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.